Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient states he has had his inflatable penile prosthesis (ipp) device for two years and that it got easier and softer to pump as time went by. Patient states now he can not get an erection. The bulb feels hard and does not pop open. He states he can hear the noise that it would make when deflating. Patient states his opinion is that somehow the release valve is stuck open which does not allow the in plant to remain inflated. Patient has tried troubleshooting techniques like reboot/burp/anti-stiction without success. He states that the bulb remains hard and he cannot compress it. Patient liaison provided him assistance to find a new urologist.